Manufacturer narrative:
The lead was retained by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements in triad and in coil to can configuration. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.